Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1708912) on 17-aug-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain radiating to kidneys"), osteoporotic fracture ("severe osteoporosis with five fractures") and loss of consciousness ("loss of consciousness") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included rhinitis and copd. Concurrent conditions included allergy to metals. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteoporotic fracture (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), menorrhagia ("heavy menstrual periods"), syncope ("fainting spells"), loss of libido ("total loss of libido"), premature menopause ("early menopause"), headache ("headaches"), tinnitus ("tinnitus"), the first episode of allergy to metals ("allergy to nickel/ going to have to detoxify from nickel"), paraesthesia ("tingling and numbness in hands and feet"), hypoaesthesia ("tingling and numbness in hands and feet"), burning sensation ("burning sensation from hips to feet"), abnormal weight gain ("major weight gain"), fatigue ("chronic fatigue/ terrible fatigue from morning to night"), psoriasis ("psoriasis (4 years)"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), memory impairment ("problems with memory") and disturbance in attention ("problem of concentration"), 3 months 7 days after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("hip pain"), eczema ("eczema on the trunk, arms and scalp") and the second episode of allergy to metals ("hypersensitivity to cobalt"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, osteoporotic fracture, menorrhagia, premature menopause, tinnitus, abnormal weight gain, psoriasis, fibromyalgia, alopecia, back pain, arthralgia, eczema and the last episode of allergy to metals outcome was unknown, the loss of consciousness, syncope, paraesthesia, hypoaesthesia and fatigue had resolved, the loss of libido, headache, memory impairment and disturbance in attention was resolving and the burning sensation had not resolved. The reporter considered abnormal weight gain, alopecia, arthralgia, back pain, burning sensation, disturbance in attention, eczema, fatigue, fibromyalgia, headache, hypoaesthesia, loss of consciousness, loss of libido, memory impairment, menorrhagia, osteoporotic fracture, paraesthesia, pelvic pain, premature menopause, psoriasis, syncope, tinnitus, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: insertion was performed with no difficulty, 6 trailing coils for left insert and 4 trailing coils for right insert. No information on composition of inserts prior to placement was provided. Since removal of the essure, she no longer has loss of consciousness or fainting spells. She was tired after the procedure, but she no longer has the terrible fatigue from morning to night, fewer headaches and problems with memory and concentration. No more tingling in hands and feet, but still the burning sensation from the hips to the feet. She is going to have to detoxify from nickel. Her libido is slowly returning, but it is too soon. She would have preferred tubal ligation, but that was not offered to her in 2011. She would have avoided the nightmare lasting more than 5 years, osteoporosis for life and hysterectomy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 13.324 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history, star date of essure and events back pain, hip pain, eczema on the trunk, arms and scalp and hypersensitivity to cobalt added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain radiating to kidneys"), osteoporotic fracture ("severe osteoporosis with five fractures") and loss of consciousness ("loss of consciousness") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. In 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteoporotic fracture (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), menorrhagia ("heavy menstrual periods"), syncope ("fainting spells"), loss of libido ("total loss of libido"), premature menopause ("early menopause"), headache ("headaches"), tinnitus ("tinnitus"), allergy to metals ("allergy to nickel/ going to have to detoxify from nickel"), paraesthesia ("tingling and numbness in hands and feet"), hypoaesthesia ("tingling and numbness in hands and feet"), burning sensation ("burning sensation from hips to feet"), weight increased ("major weight gain"), fatigue ("chronic fatigue/ terrible fatigue from morning to night"), psoriasis ("psoriasis (4 years)"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), memory impairment ("problems with memory") and disturbance in attention ("problem of concentration"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, osteoporotic fracture, menorrhagia, premature menopause, tinnitus, allergy to metals, weight increased, psoriasis, fibromyalgia and alopecia outcome was unknown, the loss of consciousness, syncope, paraesthesia, hypoaesthesia and fatigue had resolved, the loss of libido, headache, memory impairment and disturbance in attention was resolving and the burning sensation had not resolved. The reporter considered allergy to metals, alopecia, burning sensation, disturbance in attention, fatigue, fibromyalgia, headache, hypoaesthesia, loss of consciousness, loss of libido, memory impairment, menorrhagia, osteoporotic fracture, paraesthesia, pelvic pain, premature menopause, psoriasis, syncope, tinnitus and weight increased to be related to essure. The reporter commented: no information on composition of inserts prior to placement was provided. Since removal of the essure, she no longer has loss of consciousness or fainting spells. She was tired after the procedure, but she no longer has the terrible fatigue from morning to night, fewer headaches and problems with memory and concentration. No more tingling in hands and feet, but still the burning sensation from the hips to the feet. She is going to have to detoxify from nickel. Her libido is slowly returning, but it is too soon. She would have preferred tubal ligation, but that was not offered to her in 2011. She would have avoided the nightmare lasting more than 5 years, osteoporosis for life and hysterectomy. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.